Event description:
It was reported that when using the bd pyxis¿ medbank tower, drawer was unable to open and access the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-feb-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the drawer was failed to open and user was unable to issue medication. A technical support specialist advised the user to log out completely and then log back in. After re-signing in, verified that medication issuance was functioning properly. The system functioned as intended after the technical support specialist assisted the customer to resolve the issue.